Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the display of the six inch roller pump blanked out. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, the complaint indicated that the issue occurred on (B)(6) 2016, but the pump was not used on that date. The pump was used on (B)(6) 2016. The pump appears to reboot while in a perfusion screen. Logging stops at 16:48:47 and then the pump completes power up at 16:49:06. This will cause the display to be off while the reboot occurs. Another possible reboot occurs at 17:09:59 and then the perfusion screen is closed and opened again. Other possible reboots occurs at 17:12:31, 17:13:29, and at 17:14:00. During laboratory analysis, the product surveillance technician (pst) observed no blanking out occurred while the pump was operated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.